Event description:
Tampon came out, period had been over for a few weeks- retained [foreign body in reproductive tract]. Nausea/stomach [nausea]. Tampon had been in for a few weeks [device use issue]. Case description: consumer reported via phone that her tampon came out when she used the restroom, her period has been over for a few weeks. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.